Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 400 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer advised the insulin pump randomly turns off at night and then they receive the alarm. Customer was advised a replacement battery cap will be sent out and to monitor the device until it comes.